Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using an in-house contour meter and in-house contour test strips from lot # 8dj3b05b, which gave satisfactory performance. The initial report indicated the lot # as 8dg3b05b. The correct lot # is 8dj3b05b, has been updated with this information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 9:47 a.m., the customer obtained a blood glucose reading of 596 mg/dl on a contour meter. The customer had no symptoms of hyperglycemia. The customer then tested his blood glucose with a different meter at 9:47 a.m. And obtained a reading of 125 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.